Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer declined to complete the system check at the time of report. Customer's blood glucose level was 595 mg/dl. The elevated bg was addressed by a correction bolus via the pump.